Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture at the end of infusion. The device was filled with a solution of meropenem. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the reported condition was confirmed. Visual inspection of the device noted the reservoir was ruptured in the footed position. The root cause of the reported condition was due to a manufacturing defect. No additional conditions were found with the device and no repairs were performed as this is a single use device. A follow-up report will be filed if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This issue was investigated through CAPA. This was incorrectly omitted from the initial medwatch.